Event description:
Olympus was informed that during a transurethral resection of prostate, the subject device overheated and an error 02 code appeared on the display. The procedure was completed using an unk model of monopolar electrosurgical unit. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the overheating phenomenon. However, the evaluation confirmed that the device had reportedly displayed an error 2 message upon initial power up, which was attributed to a damaged resistor on the oscillation printed circuit board. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.